Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported she had a previous patient with the manufacturer's device who felt burning over the implantable neurostimulator (ins), so they had to stop the scan of the neck. When the scan was stopped, the burning went away. When they restarted the scan the burning came back. This occurred about a year prior to the report and was noted when discussing MRI information for another patient. The hcp had no information about this patient.